Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cable revealed a broken cable and a broken core wire on the fracture surface, as well as melted and burnt marks. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the electrical-only medical device connection cable, reusable had one of the two prongs on the scope side spark and melt. The event occurred during a transurethral resection of bladder tumor (turbt) therapeutic procedure, which was completed using a similar device. There were no reports of patient harm.